Event description:
It was reported that this system with implantable pacemaker and right atrial (ra) lead exhibited undersensing of the atrial flutter two days post implant. Despite the patient being in atrial flutter, pacing spikes were observed on telemetry. Technical services (ts) assessed the sensing levels, which ranged from 0.1 to 0.8 mv (millivolts), and subsequently reprogrammed the sensitivity to 0.15 mv; however, the device continued to undersense atrial flutter. Consequently, the device was reprogrammed to ventricular pacing mode with rate response enabled (vvir). A chest x-ray revealed perforation of the ra lead through the atrial wall and into the chest cavity. The lead was then explanted and replaced with a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that this system with implantable pacemaker and right atrial (ra) lead exhibited undersensing of the atrial flutter two days post implant. Despite the patient being in atrial flutter, pacing spikes were observed on telemetry. Technical services (ts) assessed the sensing levels, which ranged from 0.1 to 0.8 mv (millivolts), and subsequently reprogrammed the sensitivity to 0.15 mv; however, the device continued to undersense atrial flutter. Consequently, the device was reprogrammed to ventricular pacing mode with rate response enabled (vvir). A chest x-ray revealed perforation of the ra lead through the atrial wall and into the chest cavity. The lead was then explanted and replaced with a new lead. No additional adverse patient effects were reported.additional information noted that lead had dislodged.